Event description:
It was further reported that the patient experienced a pulsing in their left leg. It was noted that the patient tried to turn their stimulation off, but that wouldn't stop the pulsing on her left leg. It was reported that it felt like "someone turned their stimulator on".

Event description:
It was reported that the patient experienced stimulation in the wrong location, beginning on (B)(6) 2013. The device normally acted from the patient's rib cage down, but the patient felt tingling down his left leg even with stimulation turned off. The patient initially thought the tingling 'might have just been' him, but was later convinced it was not. There were no known trauma or falls that would have preempted this. It was noted that the patient's device system was changed in 2008/2009, and it was not clear who had manufactured the patient's current system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2000, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2000-, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).